Manufacturer narrative:
(B)(4).

Event description:
The recipient reportedly experienced a displaced internal magnet following an MRI procedure. The recipient's magnet was repositioned.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient is successfully using the device. The recipient remains implanted. This is the final report.